Manufacturer narrative:
A replacement was sent to the customer and issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the no foam canister had a crack in it causing the canister to leak. No injury or operator exposure was reported for this event.